Event description:
User submitted medwatch mw507750 reports revision of left hip thr mom devices following annual monitoring of metal ion levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed after following annual monitoring of metal ion levels. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. No medical documents were provided for investigation. Therefore, the reported event cannot be assessed and a medical investigation cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.